Event description:
Same case as: MDR ID 2134265-2013-07835. It was reported that removal difficulties occurred. The target lesion was located in the left anterior descending (lad) artery. After the delivery of a 2.5 x 24mm promus element plus stent to the mid lad with a non-bsc guide catheter, it was noticed that the proximal end of the stent was not fully expanded. A 2.75 x 6mm nc quantum apex balloon catheter and a 3.0 x 6mm nc quantum apex balloon catheter were used for post dilation but the lesion did not yield. A 3.0 x 10mm flextome cutting balloon was then used to dilate the lesion. Upon removal of the cutting balloon, it was stuck inside the stent and would not dislodge. After several low inflations and deflations, torquing the catheter, the cutting balloon would not move. The physician deep seated the guide catheter and was able to remove the cutting balloon. Upon inspection, the stent came out with the cutting balloon. The lesion was rewired and intravenous nitroglycerin was given. The procedure was completed with the implant of a 2.5 x 28 mm promus element stent. The proximal end of the stent was post dilated with a 3.0 x 8mm nc quantum apex balloon catheter and the lesion yielded with good result. No further patient complications were reported and the patient status was okay.

Event description:
Same case as: MDR ID 2134265-2013-07835, it was reported that removal difficulties occurred. The target lesion was located in the left anterior descending (lad) artery. After the delivery of a 2.5 x 24mm promus element plus stent to the mid lad with a non-bsc guide catheter, it was noticed that the proximal end of the stent was not fully expanded. A 2.75 x 6mm nc quantum apex balloon catheter and a 3.0 x 6mm nc quantum apex balloon catheter were used for post dilation but the lesion did not yield. A 3.0 x 10mm flextome cutting balloon was then used to dilate the lesion. Upon removal of the cutting balloon, it was stuck inside the stent and would not dislodge. After several low inflations and deflations, torquing the catheter, the cutting balloon would not move. The physician deep seated the guide catheter and was able to remove the cutting balloon. Upon inspection, the stent came out with the cutting balloon. The lesion was rewired and intravenous nitroglycerin was given. The procedure was completed with the implant of a 2.5 x 28 mm promus element stent. The proximal end of the stent was post dilated with a 3.0 x 8mm nc quantum apex balloon catheter and the lesion yielded with good result. No further patient complications were reported and the patient status was okay.

Manufacturer narrative:
Device evaluated by manufacturer: the cutting balloon complaint device was returned within a 6f guideliner guide catheter. Shaft damage was noted. A 0.013 inch guidewire was also returned. A stent was also returned which was stuck to the distal section of the cutting balloon for approximately 11mm. The stent was severely damaged and elongated. The cutting balloon midshaft was severely kinked and stretched. Solidified blood was present within the balloon which is evidence of a leak. The hypotube shaft was kinked at various locations along its length. An attempt was not made to inflate the balloon catheter based on its returned condition. However, it is suspected that the device leaked as a result of damage to the balloon by the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as complaint information states that this cutting balloon was used to post-dilate a promus element stent which had just been implanted. As per the dfu, this device is contraindicated for 'the expansion or delivery of stents.' (B)(4).

Manufacturer narrative:
(B)(4).